Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. An inferior vena cavogram was performed, which demonstrated a focal clot within the filter. A 15 mm ensnare and 6 french catheters were inserted through the introducer, and multiple attempts were made to grasp the filter hook, which were ultimately unsuccessful due to somewhat steep angulation of the inferior vena cava at this level. A glidewire was then advanced through the catheter, and was subsequently snared with the ensnare system, and was pulled such that both ends were available through the sheath. Fluoroscopic imaging of the chest was performed, which demonstrated a 1.3 cm shared glidewire to fragment within a left lower lobe pulmonary artery subsegmental branch. Attention was returned to the filter. Attempts were made to free the filter hook from the caval wall with gentle constant traction upon the glidewire, which allowed for better mobilization of the hook. Subsequently an endobronchial forceps grasping system was advanced through the sheath and was used to successfully engage the filter hook. Then filter was successfully removed. The filter was closely inspected confirming that the filter was intact and had been removed in its entirety. Therefore, the investigation is confirmed for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2021).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously after multiple unsuccessful attempts. The current status of the patient is unknown.